Event description:
It was reported the pt was admitted to the hospital on (B)(6) 2006 for generalized weakness. On admission, the pt's abdomen was distended with ascites. The pt remained in the hospital for a two week period until he expressed desire to be treated palliatively at home. He was discharged on (B)(6) 2006. The pt was admitted to respite care on (B)(6) 2006 for end stage chf due to mitral valve regurgitation and died on (B)(6) 2006.